Event description:
The initial attorney report alleged pain, permanent injuries and defective mesh after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: ni/ni/ni - the pt underwent hernia repair with a non-bard mesh. On (B)(6) 2007 - the pt underwent repair of an incisional hernia using a composix kugel mesh. On (B)(6) 2007 - office visit, CT scan reviewed, showed recurrent ventral hernia in the right lower quadrant and involving the anterior abdominal wall and contains small bowel loops; small umbilical hernia present as well. On (B)(6) 2007 - hospitalization for right lower quadrant abdominal pain. On (B)(6) 2007 - the pt underwent exploratory laparotomy, lysis of adhesions, excision of composix kugel mesh, excision of non-bard mesh, repair of two ventral hernias with abdominal wall flaps and abdominal wall reconstruction using abdominoplasty flap. Medical records note "there was old mesh, all wrinkled and contracted over this area. This was removed. The two meshes were removed. One was just very small, contracted. Then we continued up cephalad and we found another mesh around the umbilicus with a periumbilical one..."

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Currently it is unk whether the device may have caused or contributed to the alleged event. It is unk whether the pt's medical and/or surgical history may have contributed to the alleged event. The pt reportedly developed adhesions, recurrence and inflammation, all of which are listed as possible adverse reactions in the product's instructions for use. Medical records note "there was old mesh, all wrinkled and contracted over this area. This was removed. The two meshes were removed. One was just very small, contracted. Then we continued up cephalad and we found another mesh around the umbilicus with a periumbilical one ..." There has been no sample returned for eval, therefore, no cause could be investigated and/or determined. A review of the mfg records and sterilization records was performed and there was no evidence of a mfg related cause for the reported event. Based on info provided, no conclusions can be drawn.